Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your system to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the system.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level read "high" , a specific value was not provided. The customers mom assisted in addressing the elevated blood glucose with a manual dose injection. The customer continued to use the pump for insulin therapy, during troubleshooting with tandem technical support the customer reported prefilling cartridges and storing them in the fridge, tandem technical support educated the customer this is off label per tandem user guide.